Event description:
The consumer reported that the implantable neurostimulator (ins) was stinging the patient. Every so often the patient felt like the device was stinging them where the battery was since (B)(6) 2016. The ins stuck out of the gut and didn¿t sting it all the time. The patient¿s health care provider (hcp) told them to call the manufacturer and have a clinician programmer shipped. The patient further reported on (B)(6) 2016 that they were not getting stinging anymore and it was working great. Food was moving like it should. The only thing the patient had a month ago that they could think of was that they had an ultrasound of the heart and kidney and an x-ray of the chest. Additional information reported on 2016-11-04 that patient was feeling a "pinging" sensation in the abdomen. The health care provider (hcp) was requesting rep to send clinician programmer to check ins. The hcp said patient had this issue before and the ins was turned off. This had occurred a few months ago but it was resolved by turning the ins on. The problem started again a week ago. Additional information came in 4 days ago indicated the hcp to contact with the stinging sensation information was identified. The patient did not know what led to the sensation except several chest and abdominal cat scans. It was noted that a machine was sent to the hcp and he did the test and it was shut down. It has begun to sting again and it seems like her stomach was not emptying and was bloating up again. The hcp have been checking her liver and spleen with scans. The patient will be having a mammogram next month and wanted to know if it will cause any problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.